Manufacturer narrative:
During the device evaluation, the following was found: angulation malfunction due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of angle wire, the play of the up/down knob (u/d knob) was out of the standard value. The reported customer issue was confirmed. Due to clogging of suction tube in universal cord, foreign objects came out of the suction port. Additionally, the bending section cover (a-rubber) had a scratch. The connecting tube had a dent. The connecting tube has a scratch. The suction connector is dirty due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced defective angulation. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the suction channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.